Event description:
Follow-up with the patient's healthcare provider (hcp) indicated the patient's urinary tract infection began prior to the placement of the ins and was not related to the ins or therapy. Additionally the hcp stated that the urinary tract infection has resolved at the time of this report.

Manufacturer narrative:
Information references the main component of the system.

Event description:
A consumer reported a patient was not feeling stimulation. They had an appointment the day prior to the report and the manufacturing representative (rep) adjusted, but later in the day they did not feel it. The patient had a urinary tract infection (uti) for the past week and had one pill to take. On the day of the report, the patient increased stimulation and the patient was feeling it. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.